Event description:
Boston scientific rec'd info that prior to an implant, when scanning for devices, this device was successfully identified. The field rep then attempted to proceed with the device set-up but was unable to do so. The programmer was rebooted and another programmer was also used, but the device was unable to be identified. Another subcutaneous implantable cardioverter defibrillator (s-ICD) was identified, set-up, and implanted without difficulty. Boston scientific technical services (ts) discussed potential evaluation options. The field rep applied magnet over the device and no tones were heard, and add'l attempts at interrogating the device the following day were unsuccessful. The device remains in its sterile packaging and was going to be returned for analysis. As this was pre-implant, there were no adverse pt effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was confirmed that no telemetry could be established with the device. The case was removed, and internal visual inspection found no irregularities. Battery measurements were normal. Testing indicated a possible issue with the battery fuse. The battery fuse was replaced and, subsequently, the device powered-up and further testing yielded normal results. X-ray evaluation of the battery fuse that was removed from the device confirmed that the fuse had been activated (opened). The battery pack was then removed from the internal circuitry and microscopic visual inspection of the internal components found no irregularities. As all testing yielded normal results after the battery fuse was replaced, the root cause of the "open" condition of the battery fuse could not be determined. The "open" fuse was the cause of the observed inability to telemeter this device.